Manufacturer narrative:
A ge service representative performed an investigation. The malfunction was verified. The equipment owner was informed that the parts for the system are no longer available and that the system could not be repaired properly.

Event description:
It was reported that the system 9400 vertical column would not hold and continually slides downward creating a hazard. There was no adverse patient involvement reported. There was no patient information reported.